Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. The patient was instructed to stop and restart the pump. The pump continued to alarm. The patient clamped the tubing, unlocked the cassette and checked for air in the line. No air was present. The patient was instructed to reattach the cassette, unclamp the tubing and to restart the pump. The pump was then running correctly. The patient was instructed to call back with any other pump issues. The patient had reset the reservoir volume. The patient had an appointment to have the pump removed. No patient injury was reported.